Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacture date for this product is august 22, 2012.

Event description:
Boston scientific received information that this communicator could not be turned on and a melted plastic smell was noted. The communicator was plugged into a different outlet but the issue remained. The product was out of service. No adverse patient effects were reported.